Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered separate episodes of two inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) requested technical services (ts) to review the events stored in this ICD. Ts reported, the stored data showed the atrial rhythm rates being greater than ventricular rates, with ventricular rates appeared to be irregular. Presenting electrogram (egm) showed device operating as programmed. Therapy was not exhausted. Ts recommended for a physician consult for possible device reprogramming. Device remains in service. No additional patient effects were reported.